Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark) and a guidewire. During the procedure, the physician advanced the benchmark over the guidewire into the patient via femoral artery access. The physician then fractured the proximal end of the benchmark shortly after catheterizing the common carotid artery (cca). It was reported that there was blood leak at the fractured location of the benchmark. Therefore, the benchmark was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed that the device was fractured on its proximal shaft. If the device is mishandled at angles during use, damage such as a kink and subsequent fracture may occur. The fracture likely contributed to the reported blood leak during the procedure. Further evaluation of the device revealed kinks along its length. This damage was incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.